Manufacturer narrative:
The date of the event was reported as an unknown date is (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of unknown one-link sets disconnected. The event was further described as ¿the bag solution was spiked, and the distal end of the IV tubing was connected to the vascular access via one-link¿ and the ¿sets detached from the injection cap, even if the customer got a new cap to try it out, the IV tubing would detach itself¿. The event occurred during an unknown patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.